Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after implant procedure prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7118265, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120044, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.